Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/5/2024, it was reported by a sales representative via email that an ar-2324bcsp swivelock anchor tip broke during insertion. This was discovered during an rcr procedure on (B)(6) 2024. The case was completed using another swivelock. Additional information received on 12/16/2024: this issue occurred in the cannula. The case was completed using another ar-2324bcsp swivelock. The case was not delayed, and additional anesthesia was not administered.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.